Event description:
It was reported that the user experienced a low blood glucose event of unclear cause while using the ilet system; exact glucose value was not obtained, and the user self-treated with oral glucose prior to the call, after which glucose levels normalized. Symptoms included hypoglycemia. Outcomes included resolution after oral glucose without further medical intervention. Troubleshooting and education were provided. Investigation included case review. Investigation of this case revealed no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.